Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2 of 3. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The hp stated, he had 2 bags connected and accidently left the unused line clamp open. The tsr advised the hp to inform his nurse of the incident. The tsr reviewed proper procedures per the user manual with the hp. The hp continued therapy with manual supplies. There was no injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; the actual sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, the root cause of the alarm is due to air being sucked into the disposable because, there was an open clamp on unused supply line. The lot number is unknown; therefore, a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).